Manufacturer narrative:
Findings: unit had unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 59 mg/dl at the time of incident. Customer stated that the insulin pump alarmed low reservoir and unable to clear the alarm due to unresponsive buttons. Customer stated that the insulin pump was exposed to humidity that could have led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a low blood glucose of 50 mg/dl and 40 mg/dl and treated with food and glucose tablets. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.